Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.1. Initial reporter phone #: (B)(6); d4. Medical device catalog #: unknown; d4. Medical device lot#: unknown; d4. Medical device expiration date: unknown; h4. Device manufacture date: unknown; h.6. Investigation summary: material #: unknown; lot/batch #: unknown; bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that while using an unspecified bd syringe/needle, there was foreign matter inside the arterial blood collection device. No patient impact reported. The following information was provided by the initial reporter: "on (B)(6) 2023, emergency department nursing staff followed the doctor's instructions to perform arterial blood collection for the patient. They found flocculent material inside the arterial blood collection device and a blockage in the return, making it unusable. They replaced the arterial blood collection device and re punctured the blood collection device."